Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. The customer's blood glucose level was 180-181 mg/dl. Reportedly, the customer loaded a new cartridge, but the alarm was unable to be cleared. The customer reverted to a replacement pump for insulin therapy.